Event description:
A report was received that the patient had undergone a pocket revision due to discomfort. The patient was doing well following the revision.

Event description:
A report was received that the patient had undergone a pocket revision due to discomfort. The patient was doing well following the revision.